Manufacturer narrative:
Results: dried blood was observed on the pump housing. Conclusions: evaluation of the returned pump max confirmed that the blood was aspirated into the pump vacuum system. The complaint indicated that an aspiration tubing was connected directly to the vacuum inlet rather that the canister supplied by penumbra. Subsequently, blood entered the pump assembly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, a hospital staff accidentally connected the aspiration tubing (tubing) directly to the pump max rather than the canister. Consequently, blood was aspirated into the pump max; therefore, the pump max was not used. The procedure was completed using a non-penumbra stent retriever. There was no report of an adverse effect to the patient.